Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope displayed a green image. The issue was found during set up the device for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on the charged coupled device, (e216) scope communication error code was displayed and component failure of the charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage to charged coupled device, the image was green and has noise and (e216) scope communication error code was displayed. These events were caused by a component failure of the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.